Event description:
Ent description: on 23 jan 2026, arthrex was notified via email of a case study published on may 28, 2025 by the foot and ankle surgery journal ¿functional and return-to-sport outcomes after arthroscopic anatomic reconstruction of the lateral ligaments of the ankle.¿ the study reviewed 93 patients and identified ankle instability with interference and tenodesis screws in 6 patients during the 3-5 year follow-up period. It was identified that 5 patients experienced hardware removal due to localized irritation (endobutton discomfort). Ref: ancelin d, philippe c. Functional and return-to-sport outcomes after arthroscopic anatomic reconstruction of the lateral ligaments of the ankle. Foot ankle surg. May 28 2025;doi:10.1016/j.fas.2025.05.010.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.